Event description:
It was reported that the left ventricular (lv) lead exhibited failure to capture and phrenic nerve stimulation on the patient. Programming changes were made to resolve this. During follow up, the doctor was concerned that the lead had dislodged, and the lead was revised. Lv lead was replaced with lbb lead to accommodate new device connection. No complications post procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".